Manufacturer narrative:
A ge svc rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable and no additional svc info was provided.

Event description:
The customer reported that the system would not fluoro. No pt injury was reported.